Event description:
A hospital reported that the rt200 breathing circuit generated a heater wire alarm with a mr850. The replacement of the circuit had solved the alarm.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital. The product is not sold in the USA but it is similar to a product which is sold in the USA. Biomed replaced breathing circuit in mr850 humidifier to see if heater wire alarm stopped. The mr850 detects heater wire malfunctions in the breathing circuits and alarms when necessary. The alarm stopped when the circuit was replaced. A lot check showed that this was the only complaint received. Conclusion: there was an electrical open circuit in the breathing circuit heater wire or the heater wire connection. Monitoring and trending of this type of event for the last year worldwide gives a rate of occurrence of 22 ppm.